Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The mayfield skull clamp was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The issue reported by the customer could not be determined. However, a probable root cause for the reported complaint is improper placement of the skull clamp, resulting in slippage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Sus voluntary event report for manufacturers (mw5101266) was received on 07jun2021 with the following information: "when the resident put on the c clamp of the mayfield device on the patient's head, it slipped and caused laceration on patient's left scalp." Additional information has been requested.